Manufacturer narrative:
The reported event was lead dislodgment. A complete lead was returned in one piece with helix fully extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead was dislodged. The right ventricle lead was explanted and replaced. No patient consequences.